Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
An insulation defect was reported on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.